Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)/constant bleeding') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2014. Concurrent conditions included fibromyalgia since 2011. Concomitant products included medroxyprogesterone acetate (provera) in june 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral). (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 patient received treatment for events- pelvic pain, abdominal pain, genital bleeding, menorrhagia (heavy menstrual bleeding), vaginal bleeding, dysmenorrhea (cramping). She had her right tube and ovary removed in (B)(6) 2009. There were four coils remaining in the endometrial cavity. Discrepancy noted: essure confirmation test date- (B)(6) 2010(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test result: unilateral occlusion (left tube occluded). Satisfactory position of left essure device with tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), pelvic pain female. Lot number: 664660 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)/constant bleeding') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2014. Concurrent conditions included fibromyalgia since 2011. Concomitant products included medroxyprogesterone acetate (provera) in (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral). (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Patient received treatment for events- pelvic pain, abdominal pain, genital bleeding, menorrhagia (heavy menstrual bleeding), vaginal bleeding, dysmenorrhea (cramping). She had her right tube and ovary removed in (B)(6) 2009. There were four coils remaining in the endometrial cavity. Discrepancy noted: essure confirmation test date- (B)(6) 2010(as per pfs) ,(B)(6) 2010(as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test result: unilateral occlusion (left tube occluded). Satisfactory position of left essure device with tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), pelvic pain female. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: lot number was added, newly added events- genital bleeding, vaginal bleeding, migraines / headaches, abdominal pain lower, onset date of previously reported events- menorrhagia (heavy menstrual bleeding), apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain female was added, reporter was added, lab data were updated, medical history and concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2010, (B)(6) 2010 (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal,apareunia), received treatment for pain? Yes. Bleeding: (menorrhagia (heavy menstrual bleeding)), received treatment for bleeding? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: left occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, apareunia, menorrhagia (heavy menstrual bleeding) were added. Plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.